Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During preparation of the steerable guide catheter (sgc), the guide kept loosing fluid column. Troubleshooting was preformed unsuccessfully and a new sgc was selected. During the procedure, a mitraclip was successfully implanted and the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determined a cause for the reported leak/splash. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During preparation of the steerable guide catheter (sgc), the guide kept losing fluid column. Troubleshooting was preformed unsuccessfully and a new sgc was selected. During the procedure, a mitraclip was successfully implanted and the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.